Manufacturer narrative:
An investigation was initiated in response to publication review of a 2016 south korean scientific publication entitled, "the phantom menace for the patients with hepatobiliary diseases: shewanella haliotis, often misidentified as shewanella algae by biochemical tests and maldi-tof" by byun jh, et al. The publication noted 9 misidentifications of shewanella haliotis as shewanella algae when tested with the vitek® ms. Specific serial/lot numbers used during the study were not disclosed. No additional information was received so the specific misidentification could not be further investigated.

Event description:
An internal complaint was initiated following a review of a 2016 south korean scientific publication entitled, "the phantom menace for the patients with hepatobiliary diseases: shewanella haliotis, often misidentified as shewanella algae by biochemical tests and maldi-tof" by byun jh, et al. The publication noted 9 misidentifications of shewanella haliotis as shewanella algae when tested with the vitek® ms. Specific serial/lot numbers used during the study were not disclosed. This publication compares identification of shewanella haliotis by vitek® 2, vitek® ms, and 16s rrna sequencing. Researchers analyzed isolates from patients that had previously been diagnosed with shewanella algae infections and treated. The publication does not list the original method(s) of identification. 19 isolates collected from 2010 - 2014 (stored frozen), that were previously identified as shewanella algae, were analyzed with the vitek® 2 gn ID test kit (ref 21341), vitek® ms and 16s rrna sequencing. Vitek® ms identified all 19 isolates as shewanella algae while 16s rrna sequencing identified 10 isolates as shewanella algae and nine (9) as shewanella haliotis. Shewanella haliotis is not a claimed species in the knowledge bases for the vitek® ms (v 2.0). Testing of unclaimed species may result in an unidentified result or a misidentification. While returning an unidentified result for an unclaimed species is not considered a malfunction, assigning the incorrect identity to an unclaimed species is considered to be a malfunction. As the isolates were from patients that were previously diagnosed and treated years before the study, there was no patient impact for the misidentifications claimed in this publication. A biomérieux internal investigation will be initiated.